Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/15/2016 with the following findings: evaluation revealed a battery compartment crack on the side of the battery compartment from the threads traveling down to the case seal. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/05/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/15/2016 with the following findings: the battery compartment was found to be cracked.